Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a mildly tortuous, 90% stenosed and moderately calcified common iliac artery, the balloon ruptured during the first inflation at 8atm. The device was removed and a non-abbott stent was advanced and deployed to complete the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.